Event description:
Patient representative reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe breast pain" and "the specialist could not rule out lymphoma."

Event description:
Patient reported right side "ruptured" and was told the implant was "not ruptured by the plastic surgeon", "had severe breast pain" and "the specialist could not rule out lymphoma". Device was explanted.